Event description:
Bladder decompression was noted during day 7 of pediatric ECMO run. Air was removed from the bladder, patient was repositioned and volume was administered. However, continued decompression was observed. Upon closer inspection, an air leak was discovered at the bottom casing where the tubing meets the hard plastic casing. Bone wax placed over the area and the issue was temporarily resolved. The better-bladder was subsequently replaced in the circuit. The patient was unharmed because the problem was identified and corrected. The occurrence created an unsafe situation that could had led to significant patient harm.